Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2016: during surgery, glenoid was fractured. Stem and head were placed and physician decided to wait about 6 months. On (B)(6) 2016: when the physician removed the implants to replace them all with competitors products, metallosis was observed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.